Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead became dislodged. After multiple attempts, the helix failed to extend. As a result, the lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.